Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: user reported event was water leakage. User detects water leakage during reprocessing (water leakage test after pre cleaning). Manual cleaning cannot be continued when water leakage is detected. Therefore, we judged that the user sent the device to olympus without reprocessing. As a result, foreign material may have remained in the area. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in jf type 260v, tjf type 260v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in jf type 260v, tjf type 260v reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a lumping foreign matter and blockage inside the disconnected head-end connector. There was no patient involvement.